Event description:
The customer reported that the c-arm does not boot. The system did no pt harm.

Manufacturer narrative:
The ge svc rep reseated the workstation pcb's and power connections. He increased the power supply voltage to specifications.